Manufacturer narrative:
The customer¿s report of a trifuse leak was confirmed to be a leak from one of the maxzero ports. No anomalies were observed during initial visual inspection. Pressure testing identified a leak from one of the maxzero components. Closer inspection under magnification showed a microchannel on the interior maxzero walls that allowed fluid to leak. The source of the leak is a microchannel found in the maxzero. The root cause of the microchannel is a manufacturing issue.

Event description:
The customer reported that the trifuse tubing set leaked from the red clamped arm of the tubing set. The customer describes the tubing set up as the mz9266 is usually attached to a 2430-0500. A mz9267 is then attached to one of the unused arms of the tri-fuse set. If additional fluids are required, the 2430-0500 would be added to one of the unused arms of the mz9266. There was no patient harm.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the trifuse tubing set leaked from the red clamped arm of the tubing set. The customer describes the tubing set up as the mz9266 is usually attached to a 2430-0500. A mz9267 is then attached to one of the unused arms of the tri-fuse set. If additional fluids are required, the 2430-0500 would be added to one of the unused arms of the mz9266. There was no patient harm.